Event description:
Additional information was received that the native annulus tissue was soft, and that a flexible ring from another manufacturer was used for device replacement.

Manufacturer narrative:
It was reported that the ring was discarded after explant. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. There were no non-conformances, reworks or deviations noted that would have impacted this event. This device is a rigid full ring that consists of a titanium core over-molded with silicone and covered with polyester fabric. The patient¿s annulus may have been too soft for this device, as it was reported that the patient¿s annulus was soft and that this device was replaced with a flexible ring. As this device was not returned for evaluation, a failure mechanism was not able to be determined.

Manufacturer narrative:
Corrected information: no eval explain code.

Event description:
Medtronic received information that following implant of this annuloplasty ring, after the heart was re-started, a suture broke and a tear was noted in the mitral annular tissue. Sixteen days post-implant, surgical repair was necessary and this ring was replaced. It was reported that the tear in the patient tissue was due to the stiffness of the ring. The patient subsequently expired one week after the replacement of this ring. The physician stated that the death was caused by multi-organ dysfunction, but that the dehiscence involving the ring may have been one of the contributing factors. Additional information has been requested.